Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues locking the reservoir on the p-cap. The customer stated that the reservoir did not go on all the way and then the reservoir top cracked, so he discarded it. The blood glucose reading was 128 mg/dl. Nothing further reported.